Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgery to implant viper (f4.35cfs) / x-tab cfs to fix t1/t2/t3-t7/t8/t9 for t4-t6 burst fracture was performed on (B)(6) 2016. During surgery, two complaint needles were crushed and deformed at the tips, so the surgeon needed to change the needle several times in order to insert screws safely. Then, when he was using the viper vbd reduction device to right t7, he did not feel the complaint set screw was fitting in the screw head. Then, he tried to remove it but this attempt was failed. He held the screw shaft using a rod clamp and managed to remove it by hammering. A burr was found on the removed set screw, and the screw head possibly got deformed, and then it was unable to implant new set screw. Therefore the surgery was finished without implanting set screw to right t7. There was 5 minutes surgical delay. No adverse consequences were reported.

Manufacturer narrative:
Two confidence 6¿¿ beveled introduction needle (product code: 2839-02-611) were returned to the complaints handling unit (chu). Both of the returned needles are bent at their tips. While one merely appears to be deformed, the other appears to be twisted, almost to the point of breaking. Close examination of the tip showed that all of the material on the needle is intact, but heavily damaged. This may have occurred due to unexpectedly high forces placed on the needles¿ tips during use, resulting in the damage. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the inserters being unable to release the set screws cannot be determined from the samples and the information provided. A potential root cause may be excessive force inadvertently placed on the tip of the needle during use, deforming the tip of the needle. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.